Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was sensing noise. The lead was explanted and upon visual inspection, it was observed there was insulation damage. The lead was replaced without complication. There were no patient consequences.

Manufacturer narrative:
As received a complete lead was returned in one piece measuring 46.3 cm. Analysis was completed. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.